Event description:
A caller reported a malfunction on a pump. The customer¿s blood glucose (bg) level was 321 mg/dl. Technical support provided information on resetting the pump, assisting the caller with the process, and confirming that the fault did not recur after the reset. The customer was advised to continue using the pump and instructed to call back if any issues reoccurred.